Manufacturer narrative:
Findings: unit passed displacement test and self test. All operating currents are within specification. No unexpected blank display noted. However corroded battery cap contact noted during visual inspection. Unit received with button error alarm and intermittent button response due to corroded keypad traces. Unit also received with broken reservoir tube lip, cracked reservoir tube, cracked lcd display window corners, and cracked battery tube threads.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a blank display. The blood glucose at the time of the incident was 58 mg/dl. The device will be returned for analysis.